Event description:
It was reported that the patient experienced cycling issues with the pump of an inflatable penile prosthesis (ipp) after doing multiple maneuvers trying to get it to work correctly. A revision surgery was scheduled to happen in september. No more information available at the moment, further information was requested. It was further reported that the patient started experiencing the symptoms four weeks prior to the initial report.